Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, due to unknown reasons. The implant duration was less than a month. No further details were provided. Information learned from implant patient registry. Patient also had another device explanted, however, it was determined to be not reportable.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned of through the implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.